Event description:
During a procedure to fix a broken distal tibia, approx 12mm of the drill bit tip broke off and was left in the pt. Surgeon elected not to remove the broken tip. Surgeon was able to implant the plate. The remaining portion of the drill bit is not available for evaluation.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.